Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and failed to deliver medicine during use. The following information was provided by the initial reporter: "I got a box of the 2nd generation pen needles and I have to say I have been highly disappointed. About every 4th one doesn't work! I stick myself for no reason and have to redo it. I would say at least 25% of this box as been defective!"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate and failed to deliver medicine during use. The following information was provided by the initial reporter: "I got a box of the 2nd generation pen needles and I have to say I have been highly disappointed. About every 4th one doesn't work! I stick myself for no reason and have to redo it. I would say at least 25% of this box as been defective!"